Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a laparoscopic surgery, three devices were used. The tissue pad of the first device was separated and the user became unable to use the first device. The user exchanged the first device for second device and continued the procedure. However, the same phenomenon recurred. The intended procedure was completed with the third device. There were no fallen fragments. There was no patient injury reported. This is the report regarding the first device.

Manufacturer narrative:
The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. Ultrasonic output. Appearance. It is likely occurred the peeling tissue pad by the following mechanism: 1) ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe*. This caused the tissue pad to be worn away. Note: such a state could also appear after the target tissue was cut off. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.